Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 02042016; log dates through 01/22/2016 to 02/05/2016: power consumption above normal operating range. Additional notes: 44 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 7.0 w. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 7.5 w on (B)(6) 2016 outside of normal power consumption. Parameters have returned to power consumption within normal operation. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 5.8 w on (B)(6) 2016 outside of normal power consumption. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Per the instructions for use many patients with refractory heart failure have abnormal coagulation due to abnormal liver function and chronic use of anticoagulation. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the perfusionist that the patient had a new power increase with ldh increase. Log files were sent and it was stated that the rise in power consumption was seen. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.